Event description:
The nurse reported the screen kept freezing and jumping to the setup screen three times during surgery. The case was completed. The 6 remaining cases were canceled. Two of the canceled pt's had been prepped for surgery. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and found the touchscreen was nonconforming. The touch screen was replaced. Preventive maintenance was performed. The software was updated. The system was then tested and met all product specifications. The company service representative disposed of the touchscreen. The company service representative was counseled to return parts for in-house evaluation. (B) (4). (B) (4). (B) (4).